Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel; blood/body fluid was present on the distal conductor and in/on the helix mechanism; the outer insulation and outer tubing overlay were breached/cut. (B)(4) the full lead in segments was analyzed. No anomalies were found; blood/body fluid was present on all conductors.

Event description:
The right ventricular (rv) lead was returned to the manufacturer and subsequently tested out of specification during analysis. Followup information received reported the atrial lead dislodged overnight and occasional t-wave oversensing was seen on the rv lead. There was also diaphragmatic stimulation caused by the left ventricular (lv) lead. It was further reported that after the physician retracted the helix on the rv lead, the helix would not extend. The atrial lead was repositioned and the lv and rv leads were replaced. No patient complications have been reported as a result of this event.